Event description:
It was reported that the remote monitoring network transmission received approximately a month ago in clinic showed zero non sustained episodes. The patient had been seen in clinic and the programmer session showed that there were several non sustained ventricular tachycardia (vt) (asymptomatic) episodes. A copy of the remote monitoring network report is being sent to the clinic. The network remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID:and revealed that the system was working as designed and no issues were found with the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.